Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up, the clinician could not retrieve the electro grams for the automatic mode switch log, it gave an error message. Technical service had the clinician go in though the episodes tab and she was able to successfully retrieve the episodes. The clinician declined to send in sessions for investigation.